Event description:
The customer called with concerns that the insulin pump might not be delivering insulin accurately. The customer stated that her blood glucose was 55 mg/dl, and after treating with food it went to 530 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.